Manufacturer narrative:
Investigation confirmed reported fault and found blockage in the arterial fiber. The unit was scrapped to prevent further use.

Event description:
User reported that the saturation value was incorrectly measured, but system did not detect an issue. The user knew to reset the sensor to resolve the issue, so there was no patient harm; however, recurrence of the problem could result in patient harm.

Event description:
User reported that the saturation value was incorrectly measured, but system did not detect an issue. The user knew to reset the sensor to resolve the issue, so there was no patient harm; however, recurrence of the problem could result in patient harm.

Manufacturer narrative:
Root cause determination is pending the investigation.